Manufacturer narrative:
(H3, h6): a manufacturing representative went to the site to test the system, troubleshooting steps found the power conversion board was not powering the brake release on the wheels. Power tray was an old type and was replaced with power conversion board. Codes: b01, c02, d02 apply to the system checkout. The power enclosure was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported complaint was confirmed. Visual inspections shows components d4, d6 and c16 were electrically over stressed. Codes: b01, c19, d14 apply to concomitant product ID: bi71000195. The power tray was returned for analysis. Analysis found that the issue was not able to be reproduced. Both fuses in the power tray tested good. It was installed in a test system and the system powered on, booted and readied several times successfully. The system functioned as intended, and no faults or failures were found. Codes: b01, c02, d02 apply to concomitant product ID: bi71000176 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #:(B)(6). Product ID: bi71000195, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that during a monthly gain cal, the radiographer discovered that the drive wheels would not run under power. Site disengaged clutch to manually move the machine to complete the gain cals. Informed fse (field service engineer) who inspected system. No patient present. While troubleshooting, found the power conversion board was not powering the brake release on the wheels. Power tray was old type and was replaced with power conversion board. No new information.

Manufacturer narrative:
Correction:g2 added foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.